Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that on (B)(6) 2019 at 9:00 am, an emergency percutaneous coronary intervention (pci) for left anterior descending coronary artery (lad) was performed. On (B)(6) 2019 at 6:30 am, the cs100 intra-aortic balloon pump (iabp) therapy with yamato plus 40cc iab catheter was started. Later on, as atrial fibrillation (af) appeared, defibrillation was performed at 150 joules for the treatment. When the reported shutdown issue occurred, the power was still on, the iabp was turned off and turned on again to start driving. The issue was resolved after rebooting of the pump. On (B)(6) 2019 around 11:00 am, the iabp was replaced with another pump by the physician's judgement. On (B)(6) 2019, the iab catheter was removed from the patient and the patient was released from the iabp therapy. It was reported that the patient was in stable condition postoperatively and there was no further adverse consequences to the patient. At this time, it is unknown at which point in therapy the iabp shutdown occurred. Additional information has been requested.

Manufacturer narrative:
Correction to h10 repair narrative in follow up emdr #3: the local getinge representative reported that they were unable to replicate the shutdown issue and requested further troubleshooting guidance. Getinge service manager evaluated the information provided from the customer and concluded that the system did not shut down, but stopped triggering which causes the system to remain in standby until triggering resumes. This may be related to the function of defibrillator overload of the ECG amplifier; which is a normal occurrence after defibrillator discharge to the patient. In addition, defibrillator recovery protection is a function of the front end board, but this would only be valid if the ECG patient cable was directly connected to the cs100. However, the local getinge representative in japan is concerned as to whether the event was caused by defibrillator overload or deterioration caused by the aging of the iap unit. Consequently, the iabp has remained out of service since the event; the getinge service manager has now suggested replacing the front end board as a precautionary measure, as this is where the ECG originates. Since it is clear that there was no part failure, no further investigation is required. However, if additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that on (B)(6) 2019 at 9:00 am, an emergency percutaneous coronary intervention (pci) for left anterior descending coronary artery (lad) was performed. On (B)(6) 2019 at 6:30 am, the cs100 intra-aortic balloon pump (iabp) therapy with yamato plus 40cc iab catheter was started. Later on, as atrial fibrillation (af) appeared, defibrillation was performed for treatment. While performing the defibrillation with 150 joules, the iabp shut down its operation of pumping, unexpectedly; however, the iabp still remained on. The iabp was turned off once and on again. The issue was resolved after rebooting of the iabp and pumping restarted. On (B)(6) 2019 around 11:00 am, the iabp was replaced with another pump by the physician's judgement. On (B)(6) 2019, the iab catheter was removed from the patient and the patient was released from the iabp therapy. It was reported that the patient was in stable condition postoperatively. There was no further adverse consequences to the patient. The customer does not attribute the patient adverse event to the iabp.

Event description:
It was reported that on(B)(6)2019 at 9:00 am, an emergency percutaneous coronary intervention (pci) for left anterior descending coronary artery (lad) was performed. On (B)(6)2019 at 6:30 am, the cs100 intra-aortic balloon pump (iabp) therapy with yamato plus 40cc iab catheter was started. Later on, as atrial fibrillation (af) appeared, defibrillation was performed for treatment. While performing the defibrillation with 150 joules, the iabp shut down its operation of pumping, unexpectedly; however, the iabp still remained on. The iabp was turned off once and on again. The issue was resolved after rebooting of the iabp and pumping restarted. On (B)(6)2019 around 11:00 am, the iabp was replaced with another pump by the physician's judgement. On (B)(6)2019 , the iab catheter was removed from the patient and the patient was released from the iabp therapy. It was reported that the patient was in stable condition postoperatively. There was no further adverse consequences to the patient. The customer does not attribute the patient adverse event to the iabp.

Manufacturer narrative:
We have received additional information from a company representative advising that the repairs have been fully completed and the iabp was cleared for clinical use. Further details of the repair provided are that the reported issue could not be replicated and it was proposed to replace the front end board as a precautionary measure, but this was not approved by the customer due to the part being costly. However, the solenoid driver board was replaced as a precautionary measure due to relatedness to power supply, and after replacement, the system functionary tests, calibration and safety tests were performed normally. In addition, preventive maintenance was completed before the unit was cleared for clinical use. Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that on (B)(6) 2019 at 9:00 am, an emergency percutaneous coronary intervention (pci) for left anterior descending coronary artery (lad) was performed. On (B)(6) 2019 at 6:30 am, the cs100 intra-aortic balloon pump (iabp) therapy with yamato plus 40cc iab catheter was started. Later on, as atrial fibrillation (af) appeared, defibrillation was performed for treatment. While performing the defibrillation with 150 joules, the iabp shut down its operation of pumping, unexpectedly; however, the iabp still remained on. The iabp was turned off once and on again. The issue was resolved after rebooting of the iabp and pumping restarted. On (B)(6) 2019 around 11:00 am, the iabp was replaced with another pump by the physician's judgement. On (B)(6) 2019, the iab catheter was removed from the patient and the patient was released from the iabp therapy. It was reported that the patient was in stable condition postoperatively. There was no further adverse consequences to the patient. The customer does not attribute the patient adverse event to the iabp.

Manufacturer narrative:
It was reported that the failure was not reproducible, although the iabp unit had remained on for 12 days. Evaluation of the iabp is still ongoing. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that on (B)(6) 2019 at 9:00 am, an emergency percutaneous coronary intervention (pci) for left anterior descending coronary artery (lad) was performed. On (B)(6) 2019 at 6:30 am, the cs100 intra-aortic balloon pump (iabp) therapy with yamato plus 40cc iab catheter was started. Later on, as atrial fibrillation (af) appeared, defibrillation was performed at 150 joules for the treatment. When the reported shutdown issue occurred, the power was still on, the iabp was turned off and turned on again to start driving. The issue was resolved after rebooting of the pump. On (B)(6) 2019 around 11:00 am, the iabp was replaced with another pump by the physician's judgement. On (B)(6) 2019, the iab catheter was removed from the patient and the patient was released from the iabp therapy. It was reported that the patient was in stable condition postoperatively and there was no further adverse consequences to the patient. It was later clarified that the iabp shutdown after the patient went into atrial fibrillation. The iabp reportedly did not emit an alarm before the shutdown.

Event description:
It was reported that on (B)(6) 2019 at 9:00 am, an emergency percutaneous coronary intervention (pci) for left anterior descending coronary artery (lad) was performed. On (B)(6) 2019 at 6:30 am, the cs100 intra-aortic balloon pump (iabp) therapy with yamato plus 40cc iab catheter was started. Later on, as atrial fibrillation (af) appeared, defibrillation was performed for treatment. While performing the defibrillation with 150 joules, the iabp shut down its operation of pumping, unexpectedly; however, the iabp still remained on. The iabp was turned off once and on again. The issue was resolved after rebooting of the iabp and pumping restarted. On (B)(6) 2019 around 11:00 am, the iabp was replaced with another pump by the physician's judgement. On (B)(6) 2019, the iab catheter was removed from the patient and the patient was released from the iabp therapy. It was reported that the patient was in stable condition postoperatively. There was no further adverse consequences to the patient. The customer does not attribute the patient adverse event to the iabp.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10. The local getinge representative reported that they were unable to replicate the shutdown issue and requested further troubleshooting guidance. Getinge service manager evaluated the information provided from the customer and concluded that the system did not shut down, but stopped triggering which causes the system to remain in standby until triggering resumes. This may be related to the function of defibrillator overload of the ECG amplifier; which is a normal occurrence after defibrillator discharge to the patient. In addition, defibrillator recovery protection is a function of the front end board, but this would only be valid if the ECG patient cable was directly connected to the cs100. However, the local getinge representative in japan is concerned as to whether the event was caused by defibrillator overload or deterioration caused by the aging of the iap unit. Consequently, the iabp has remained out of service since the event; the getinge service manager has now suggested replacing the front end board as a precautionary measure, as this is where the ECG originates. A supplemental report will be submitted when additional information is made available.